Event description:
A patient reported blood glucose results of "198 mg/dl and 137 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt had no control solution to check the specifications of the product. No injury was reported. Testrips and control solution were shipped to the pt.